Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 01/24/2020. Additional information: d10. H3 evaluation: one unopened sample and two empty open overwrap packets of product were received for analysis. The product code is multi-strand and contains two strands double armed per packet. During the visual inspection of the unopened sample, no defects were observed on the packet. The sample was opened, and all contains two strands double armed. The swage and attachment area of the needle-sutures combinations were noted to be as expected. The sutures were dispensed and examined along the strand with no defects or damages found. The functional test was performed and the pull force average did not meet requirement. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the sample, the assignable cause is needle pull off due to light swage.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 12/23/2019. A manufacturing record evaluation was performed for the finished device lot number php889, and no non-conformance's were identified. The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2019 and suture was used. The needle was unexpectedly disconnecting from suture. A similar device from a different lot was used to complete the case. There were no patient consequences.